Event description:
The patient underwent the successful coil embolization of left superior cerebellar artery aneurysm. Nine months post procedure, the patient underwent a second procedure to treat the worsening occlusion of the aneurysm. There was no clinical consequence to the patient. The physician does not allege any device malfunction occurred. No additional information was provided.

Manufacturer narrative:
Other for no allegation of product malfunction or non conformance contributing to the reported event. There was no report of any device malfunction or nonconformance related to the use of these devices in the index procedure.